Event description:
It was initially reported by a company rep that a vns pt was to undergo revision surgery as her neck incision had pus coming out and the surgeon was able to see the leads. The pt was implanted in (B)(6) 2010 and the surgeon plans to implant the leads deeper. Additional info was received from the surgeon's office indicating the pt was picking at the chest wound which contributed to the pus and lead protrusion. Moreover, no infection was found in the chest area at the time of revision. A post-op note was received which indicated the pt presented to the office with some mild erythema around the lateral aspect of her generator wound. Pt stated that she had a seat belt that had been irritating it for the past few weeks. The pre-operative and post-operative diagnosis from the surgeon indicated superficial wound breakdown of vns generator pocket. The surgeon pepped the chest and neck area for surgery. The chest area was opened and gross analysis of the area revealed no evidence of infection according to the note. The generator was then placed once again inside the pt after unraveling the lead and impedances were checked indicating normal impedance. Antibiotics were given and the area was irrigated and closed. Good faith attempts to obtain product info have been unsuccessful to date.